Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3504 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nitinol tip of guidewire appears to be "detaching" from wire." No other information was provided.